Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage to the keypad trace. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched lcd window also noted.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the keypad was unresponsive. Customer's blood glucose level was 120 mg/dl. Insulin pump will need to be replaced. No additional information provided.